Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm, and no events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, tandem technical support arranged replacement pump with updated software, confirmed warranty and shipping details, instructed customer to place malfunctioning pump in storage mode and return it within specified timeframe using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.